Manufacturer narrative:
Note. This event was originally reported as an asr type "malfunction" during april of 2006. However, additional information received 1/19/2007 clarifies/confirms details which resulted in changing this report to an MDR reportable "serious injury."

Event description:
Procedure: lap assisted distal gastrectomy. It was initially reported in 2006 that the stapler was fired into a small bowel. The patient side of the tissue was stapled properly. However, tissue specimen was not stapled at all. Additional information received on 1/19/2007 clarifies/confirms that a small incision was made specifically to reinforce the tissue and poor staple line with a second device. Note. This event was originally reported as an asr type "malfunction" during april of 2006.